Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not display cartridge low and cartridge empty error messages. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
The manufacturer is unable to test the returned device because the device is inoperable due to damage sustained from a hard mechanical impact.